Event description:
It was reported that a hair was found in a large volume infusor between the bladder and the housing. This occurred before use of the product. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. One actual unit was received for evaluation. Visual inspection of the unit noted a long strand of black hair approximately 2 inches in length, located on the outer surface of the bladder. The hair was not in the fluid path. The initial evaluation could not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The initial evaluation confirmed the reported condition. The device was manufactured october 16, 2012 ¿ october 17, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.